Manufacturer narrative:
Qn# (B)(4). The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned 29 units of 528235 visistat 35w 6/box for investigation. The individual returned units were unopened samples in original packaging. The packaging of the returned units was observed to be damaged, with cracking near the tips of the devices where the staples are ejected. The sterile barriers of the returned samples are compromised due to the packaging damage. A DHR review was performed with no evidence to suggest a manufacturing related cause. Per DHR the product visistat 35w 6/box lot # 73h2400299 was manufactured on 08/08/2024 a total of (B)(4) pieces. Lot was released on 08/21/2024. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "we received 29 blisters with the packaging torn". No patient involvement.